Manufacturer narrative:
As reported, about 2.5 years post-implant, during a surgical procedure, the bard/davol phasix mesh was noted to have not resorbed/incorporated. The surgery was unrelated to the mesh and the patient is doing well. Additional information has been requested. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Based on the limited information available at this time, no conclusions can be made. The date of event is provided as an estimate, based on the date of awareness of the reported event. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, the surgeon was re-operating on a patient who had underwent an abdominal wall reconstruction (awr) procedure with a bard/davol phasix mesh 2.5 years ago. It was reported that the patient had a midline repair and then a groin hernia. As reported, "the phasix was exactly the same as the day they put it in." It was expected that the phasix mesh would be resorbed within 2.5 years. It was reported that the re-operation procedure was for an issue unrelated to the mesh and the patient is doing well.